Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. The customer¿s blood glucose was 293 mg/dl. Reportedly the customer went to health care provider to obtain backup insulin therapy.